Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system from this patient exhibited t wave oversensing and the smart pass was disable due to low amplitude. At the point of detection, there was a significant morphology change with s-t segment elevation. The boston scientific technical services (ts) recommended to bring the patient in to re enable smart pass and to get the patient on a treadmill to see if the morphology change is rate based. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system from this patient exhibited t wave oversensing and the smart pass was disable due to low amplitude. At the point of detection, there was a significant morphology change with s-t segment elevation. The boston scientific technical services (ts) recommended to bring the patient in to re enable smart pass and to get the patient on a treadmill to see if the morphology change is rate based. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the clinic did a treadmill test on the patient and there was no abetment conduction morphology change at peak exercise. Nonetheless, the primary vector did show a reduction in amplitude. The patient is currently programmed secondary. This device remains in service. No adverse patient effects were reported.